Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the input pressure sensor of an unspecified type of prismaflex set during continuous renal replacement therapy. Treatment was discontinued and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.